Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was "bad". The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not aligned. It was indicated that the connection between the overlay and the printed circuit board (pcb) required reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.